Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) feature was activated on the right atrial (ra) lead. Ra pacing lead impedance measurements were greater than 2,000 ohms. The configuration was reset and the out of range measurement was able to be reproduced with isometrics. A clavicular crush was suspected but not confirmed. A revision procedure was performed and the ra lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.